Event description:
It was reported via repair work order that the scale was not accurate and the nurse call was not working due to the load cell cable and the docker cable connector being damaged when the fowler was lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.